Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the tray inside of graphic case is broken. Also, the corner piece is missing from the tray therefore the tray can easily slide out of the graphic case. The issue was discovered by the sterile processing department. The reporter confirmed there was no patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (matrixneuro instrument module, part number, 306.502, lot number unknown). The returned subject device was returned for the complaint that the tray inside the graphic case was broken. Evaluation by the customer quality investigation engineer shows that this module is part of the matrixneuro system. Information regarding this system is provided per the next generation cranial plating system matrixneuro technique guide. Recommendations for handling, transportation, and reprocessing are provided by the graphic case maintenance and care quick reference. Only the tray instrument slide component (component number 306.526) of the matrixneuro instrument module (part number 306.502) was received. The tray was received showing wear and with one of the two locking tabs missing. In this condition the tray would not be expected to be properly retained within the intended module as the function of these tabs is to secure the tray in place. The missing tab is approximately 17.5mm x 7mm (reference: drawing). The balance of the tray shows surface wear and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is confirmed as the tray was received with one of the two locking tabs missing. In this condition the tray would not be expected to be properly retained within the intended module as the function of these tabs is to secure the tray in place. Only the tray instrument slide component (component number 306.526) of the matrixneuro instrument module (part number 306.502) was received. The broken tab is the result of force beyond the yield strength of the material which would not be expected during recommended use. Since the specific circumstances at the time of the break are unknown and the rest of the module and the broken portion were not received, the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.